Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the sample. Analysis of the physical sample showed that there were no foreign matter particulates present. Since the defect was not present on the physical sample the defect could not be confirmed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: contaminants as reported by our customer. 50 ml. Lot #- 2154639.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: contaminants as reported by our customer. 50 ml. Lot #- 2154639.